Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would display a message stating "battery voltage critically low" each time a power up was attempted. A new battery pack was ordered, however the programmer was still functional as long as it was plugged into an electrical outlet. The programmer will not be returned at this time. There was no patient involvement.